Event description:
Pt hospitalized with an acute chest pain syndrome and ruled in for a non-stemi. Physician attempted to reposition the pt graphix guidewire into the posterior descending coronary artery which had a severe ostial stenosis. When the wire was being withdrawn into the distal right coronary artery, the guidewire became entrapped at the distal right coronary artery, the guidewire became entrapped at the distal stent edge and could no longer be manipulated. Physician attempted to dislodge the guidewire and advance it back into the distal vessel, but it would not move. The wire was stuck at the distal edge. The wire was removed with multiple manipulation and 2 distal fragments were present in the distal right coronary artery with no flow limitation and no evidence of thrombosis. The guidewire fragment was entrapped at the distal stent edge in the distal right coronary artery. After balloon angioplasty at this site, part of the wire fragment embolized to the distal posterolateral branch. Part of the wire fragment remained attached to the distal stent edge. This was treated with another drug-eluting stent in the distal right coronary artery to trap the guidewire fragment against the vessel wall with a good angiographic result.